Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent loss of capture on the implantable pulse generator (ipg) and variable thresholds on the right ventricular (rv) lead. The ipg and rv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.